Manufacturer narrative:
On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the the hospital and obtained additional information regarding the reported event. A nurse who was in the case when the instrument malfunctioned stated the instrument was on it's first life. She indicated the doctor put in 1 or 2 stitches and then the instrument wouldn't move. She stated she looked at the screen and could easily see the large suturecut needle driver instrument with a cable sticking out from the pullies. She stated apparently it just snapped and there was no roughness to the instrument by the surgeon. She indicated there was no injury to the patient, and no pieces were separated from the instrument. The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist and measured approximately .500. The cable may have broken under tensile loading. Other cables at the wrist were not damaged. The cable wear on the pulleys combined with high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to the breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that a cable was separated out of the box on a large suturecut needle driver instrument.